Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient¿s implantable cardioverter defibrillator exhibited non-sustained right ventricular oversensing that was noted via transmission. No further information is available at this time.

Manufacturer narrative:
Other occupation: device technician.

Event description:
New information received notes programming changes were discussed.